Event description:
A medtronic representative reported that, while in a cranial procedure, synergy cranial software became unresponsive. This occurred after registering the patient non-sterile and when the surgeon went sterile, bringing the sterile passive planar blunt probe into view, the software and system mouse were unresponsive. In trouble-shooting, a soft re-boot of the system did not resolve the issue. After a hard re-boot, the system resumed normal functionality and was properly responsive. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Per log file analysis, the software experienced an inability to process a corrupt exam. Software is functioning as designed.

Manufacturer narrative:
Patient identifier and age were not made available from the site. A medtronic representative, following-up at the site, performed a system check-out and was unable to replicate the reported issue.